Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 559:320:3658:000 was confirmed during product evaluation. This condition was caused by a damaged keypad ribbon harness connector. The channel b pumphead module was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 559:320:3658:000, which interrupted delivery during use on a patient. It is unknown in which care area this event occurred. There was no report of patient injury or medical intervention necessary in association with this condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.92.